Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced metabolic syndrome ("metabolism disorder") and weight loss poor ("inability to lose weight"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and weight loss poor outcome was unknown and the weight increased had not resolved. The reporter considered medical device removal, metabolic syndrome, weight increased and weight loss poor to be related to essure. The following information was received from social media. Weight gain, inability to lose weight and metabolic disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced metabolic syndrome ("metabolism disorder") and weight loss poor ("inability to lose weight"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and weight loss poor outcome was unknown and the weight increased had not resolved. The reporter considered medical device removal, metabolic syndrome, weight increased and weight loss poor to be related to essure. The following information was received from social media. Weight gain, inability to lose weight and metabolic disorder. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: this case was found to be duplicate of case (B)(4) , therefore this case is marked for deletion. Legacy device report num 2951250-2015-01556 (from retention case (B)(4)). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced cardiometabolic syndrome ("metabolism disorder") and weight loss poor ("inability to lose weight"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and weight loss poor outcome was unknown and the weight increased had not resolved. The reporter considered cardiometabolic syndrome, medical device removal, weight increased and weight loss poor to be related to essure. The following information was received from social media. Weight gain, inability to lose weight and metabolic disorder . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.